Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. There was no patient harm. Described situation may lead to stop of ventilation. Based on technician statement, the issue was solved by replacing air gas module. Identification of issue has been done by analyzing problem description and service report. Device's logs were not available and no parts have been returned for further analysis. Therefore, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).